Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that when dfts were performed post implant, the egm revealed noise. It was suspected that the cause may have been the close proximity of the shock coil to a previously capped lead. The issue was resolved by repositioning the lead.